Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and resumed insulin delivery. Customer blood glucose was 300 to greater than 400 mg/dl.